Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 250 units of insulin. The customer¿s blood glucose level was 89 mg/dl. Customer loaded a new cartridge and resumed insulin.